Manufacturer narrative:
The pump alarmed failed battery test after a battery installation due to a faulty battery tube. There was no cosmetic damage noted. (B)(4).

Event description:
The customer reported via phone call that she had a failed battery test alarm 3 days ago. Customer changed the battery but the alarm continues. Customer's blood glucose was over 200 mg/dl. Troubleshooting was performed and the customer received a failed battery test alarm after inserting a new battery. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.